Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that for the past 6 months or longer the patient has been having issues charging their implant. Caller stated that the stimulation will turn off on its own without them doing anything and that has happened a few times. Agent reviewed not to let stimulation decrease past 30% as that can lead to stim turning off on its own. Caller also stated that sometimes when they plug the recharger into the controller to charge the implant, the controller will show that the implant is at 50% and they have been charging for an hour and the implant has not incremented from 50%. Caller also mentioned that they get a message every once in a while that says the batteries are low replace the controller batteries soon. Agent walked caller through resetting the controller. Caller confirmed no visible damage to the recharging cord. Caller then connected recharging antenna and confirmed seeing batteries low, replace controller battery soon. The issue was not resolved. A replacement recharger (rtm) was sent out. Additional information was received from patient representative stating they received the replacement recharger. Caller reported that the recharger was working at first but then today there have been issues with charging the implant. Caller added that the implant is not charging and the percentage is not increasing. Caller stated that they did a controller reset and unplugged and plugged the recharger into the controller and are still getting the batteries low replace controller batteries soon message. Caller noted that they can't get the charge session to do anything and the implant is at 30% but won't increase. A replacement controller was sent out.